Event description:
Boston scientific received information that this patient experienced complete loss of capture (loc) for greater than two seconds post an av node ablation procedure. The right ventricular (rv) lead threshold had increased to 4 volts. The device outputs were increased to 6.5 volts and capture was appropriate. One half hour later, the thresholds had decreased to 0.9 volts at 1.0ms. A boston scientific technical services consultant discussed current of injury versus tissue stunning. Four days later, a revision procedure was performed and the rv lead was surgically abandoned due to issues with intermittent capture. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.